Event description:
Reporting status: death. Reporting rationale: in-stent thrombosis and ischemia requiring intervention; the patient ultimately died. Device issue: no device malfunction has been reported. It was reported that the patient was successfully implanted with one xience v stent (2.5 x 28 mm) in the calcified proximal lad and two xience v stents (2.75 x 15 mm and 2.75 x 12 mm) in the left circumflex in 2009. That evening, the patient had complaints of angina. The evening EKG report was read as no changes by hospital staff, nothing changed in patient treatment and it was the next day, that the EKG confirmed ischemic changes by the cardiologist performing rounds on the patient. There were also elevated enzymes. The patient was taken back to the cath lab at 11:30 am and it was found that there was thrombosis in the lad stent with ischemia which was treated with balloon angioplasty and implantation of two additional xience v stents (3.0 x 12 mm and 3.0 x 08 mm), both proximal to the first stent. A balloon pump was required during the intervention. Post dilation was done with two voyager nc balloon catheters. Ivus was done and no dissection was observed; only thrombus and ischemia. Later that day, the patient had atrial fibrillation and had a blood pressure drop. The patient was started on epinephrine and levophed for the low blood pressure. Later dopamine was started and amiodorone. However, the patient died early the next morning at 3 am. The patient had the typical loading dose of clopidogrel and asa for the procedure. Prior to stenting, there was no thrombus noted. No additional event or patient information is available.

Manufacturer narrative:
Angina, death, hypotension, ischemia, and thrombosis, as noted in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of the product quality deficiency. Angina, atrial fibrillation, death, EKG changes, elevated cardiac enzymes, hypotension, ischemia, thrombosis, and additional non-surgical treatment are listed in the risk assessment. No product malfunction was reported and there does not appear to be any indications of a quality deficiency. A conclusive cause cannot be determined.